Event description:
It was reported that the patient had an episode of slow ventricular tachycardia in which no therapy was delivered and external defibrillation was used to rescue the patient. The patient was moved to in-hospital hospice care and later expired. Post mortem device interrogation revealed that the device was sensing appropriately. Some non-sustained vt episodes were stored. The device did not deliver therapy due to the therapy zone being programmed to a higher rate than what the patient was experiencing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).